Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl which was treated with bolus. Customer stated that insulin pump had pump error alarms. Customer was able to clear the alarm and able to complete rewind. Displacement test and self test were performed and both passed. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.